Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 03/19/2021. The device evaluation was completed on 04/08/2021. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface of the thermocool® smart touch¿ bi-directional navigation catheter. Deflection testing was performed, in accordance with biosense webster inc, (bwi) procedures and the catheter failed. Afterwards, the catheter was dissected and it was found that the t bars slid down from its place. A manufacturing record evaluation was performed for the finished device 30467717m number, and no internal action related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole on the pebax. Initially, it was reported that the deflection on the smart touch catheter broke per the physician. The catheter was replaced, and the issue resolved. The deflection issue was assessed as not MDR reportable. Since the catheter is unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 3/29/2021, a hole on the pebax and reddish material inside it. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 3/29/2021.